Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual inspection of the provided image performed. Unable to determine the item or lot number from the image. Image clearly shows the device has fractured into two pieces, however due to the positioning of the device and the image quality, analysis of the fracture surface could not be performed. As the physical product was not returned, further analysis could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while impacting the femoral component, the black plastic piece broke. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. The surgery was completed with another device. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign country: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.